Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated negative results for sars-cov-2 and influenza a/b. A new sample was recollected 3 days later and tested on an unknown method and generated a positive result for sars-cov-2. Results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation was performed and no systemic product problem with the reagent was identified. Although a root cause cannot be identified, it is likely that when the patient was first tested, the viral load was low and could not be detected. A result discrepancy may be expected between assays due to potential differences in the tests¿ limit of detection (lod) and intended use. H3 other text : na.